Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was that the ins battery would go down so slowly that they wondered if the ins was even working. Pt confirmed that the stimulation was on. Pt stated that a lot of times after they would use the white button on the top of the controller to turn stimulation on, the stimulation would be off when they went back into the controller. Pss reviewed that the stimulation shouldn't shut off automatically unless the ins battery got too low. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Pt could not recall a time-frame of when the issue first started. Pt mentioned that their mdt rep was brett henson; pt did not allege that they notified the rep of the reported issue. No patient symptoms were reported.